Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient connected to a line that was not fully primed. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was reported that a patient connected to an incompletely primed patient line for peritoneal dialysis therapy on a homechoice device. The caregiver stated that they observed air at the end of the patient line and then connected the patient to the line. The technical services representative assisted the caregiver in ending therapy and explained proper procedures to the caregiver. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available at this time.